Event description:
During a facility evaluation of new devices, a report was received that the ECG of a pt described as having chest pains and with cardiac history had excessively wandering baseline during a code making it difficult to read. No adverse effects to the pt were reported as a result of the alleged malfunction.